Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary:bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends. Platelet clumping most commonly occurs due to improper mixing. It is recommended that an edta tube be gently and completely inverted 8-10 times immediately after the specimen is collected. Noncompliance in this respect may result in incomplete mixing of the additive and the blood and subsequently lead to platelet clumping.

Event description:
It was reported when using the unspecified bd vacutainer® k2 edta blood collection tubes device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "lavender edta: the plates clump and they have to adjust the time for processing. The reporter would like to be called to discuss these issues."